Event description:
Due to electrical interference/artifact that occurred every few seconds, it was impossible to accurately view patient's underlying rhythm. Monitor counted interference as pvcs (premature ventricular contractions). When dialysis machine put on hold, the patient's nsr (normal sinus rythm) reappeared and the pvcs were non-existent.